Event description:
The caller reported an alarm issue with their tandem mobi cartridge, identified as cartridge alarm 35, which did not adversely impact the customer's blood glucose level. The customer initially could not reload the original cartridge after following technical support's (cts) instructions and experienced a recurrence of the alarm when attempting to resume insulin therapy with a new cartridge. Subsequently, cts arranged for the pump and original cartridge to be replaced, instructed the customer on using a manual daily insulin therapy (mdi) as a backup, and guided the caller through steps to ensure a smooth transition to the replacement equipment, including shipping instructions and pump programming.